Manufacturer narrative:
(B)(4). The rt225 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt225 infant bias flow breathing circuit had a "lateral cleft." The hospital further reported that the "clear tube of the vent adaptor cut naturally." This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that an rt225 infant bias flow breathing circuit had a "lateral cleft". This was noticed prior to patient use. The hospital further reported that the "clear tube of the vent adaptor cut naturally". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the adaptor from the complaint rt225 infant breathing circuit kit was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the pvc tube on the adaptor was cut and the detached piece of pvc tube was approximately 16.5mm long. A lot check revealed no other complaint of this type for lot number 110418. Conclusion: a foot switch controls the blade of the machine which cuts the pvc tubing to length. The standard operating procedure (sop) involving the assembly of the pvc tube and adaptor requires the operator to check that the pvc tube has been fully inserted into the adaptor after the cutting process. It is possible for the operator to partially cut the pvc tube when the foot switch is accidentally depressed while the pvc tube is not inserted to its correct cutting length, and this was not identified during the visual check process. (B)(4).